Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-05201. It was reported the patient experienced increase in recharge burden on two of the ipgs as the patient has to charge the ipgs every day. Consequently, surgical intervention was taken where in the ipgs were explanted and replaced which resolved the issue.